Event description:
It was reported that during a hysterectomy procedure using the ligasure vessel sealing device, there were issues with energy activation and sealing, resulting in inadequate or partial sealing despite evidence of energy delivery and end tones being heard. Bleeding occurred after cutting. The device was plugged into a generator, and another ligasure device was used successfully with the same generator. The jaws of the device were cleaned constantly during the procedure, and approximately 20 good seals were achieved before the issue occurred. The tissue being sealed was of normal thickness, typical for a hysterectomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy procedure using the device, when uterine artery and uterine tubes were being sealed, there were issues with energy activation and sealing, resulting in inadequate or partial sealing despite evidence of energy delivery and end tones being heard. Bleeding of 200 cc occurred after cutting, but blood transfusion was not necessary. Suture was used to stop the bleeding from the uterine artery that did not seal. The patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). The device was plugged into a generator, and another device was used successfully with the same generator. The jaws of the device were cleaned constantly during the procedure, and approximately 20 good seals were achieved before the issue occurred. The tissue being sealed was of normal thickness, typical for a hysterectomy.

Manufacturer narrative:
Additional information: b5, g3, h6 (added fdp and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and street 1), d4 (UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device stopped working and the seal was partial. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.